Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a battery compartment crack was discovered during evaluation. There was evidence of moisture within the battery compartment. A leak test revealed a battery compartment leak. There was evidence of moisture on the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. It was reported the patient noticed corrosion on a battery in (B)(6) 2013 and believes moisture has entered the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.